Event description:
The customer reported clear fluid leaked onto the counter during system startup involving the coulter hmx hematology analyzer with autoloader. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plans in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed split tubing at pinch valve pv49 (probe backwash) and replaced the split tubing to resolve the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the tubing at pinch valve pv49. A definitive root cause is unknown. (B)(4).